Manufacturer narrative:
This report is associated with (B)(4), super poligrip original (zinc free formula).

Event description:
The (B)(6) son ingested super poligrip original [accidental device ingestion by a child]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion by a child in a (B)(6) male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) unknown (batch number (B)(4), expiry date unknown) for product used for unknown indication. On an unknown date, the patient started super poligrip original (zinc free formula). On (B)(6) 2016, an unknown time after starting super poligrip original (zinc free formula), the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion by a child was unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to super poligrip original (zinc free formula). Additional details, adverse event information was received on (B)(6) 2016. The consumer reported (B)(6) son ingested super poligrip original today (B)(6) 2016.